Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the lubricath foley catheter was difficult to remove. The catheter was ultimately removed by being pulled out of the patient. Reportedly when the catheter was removed the balloon was still partially inflated and hard to the touch; sediment was also found in the tubing. There was no reported impact to the patient.

Event description:
It was reported that the lubricath foley catheter was difficult to remove. The catheter was ultimately removed by being pulled out of the patient. Reportedly when the catheter was removed the balloon was still partially inflated and hard to the touch; sediment was also found in the tubing. There was no reported impact to the patient.

Manufacturer narrative:
The reported event was inconclusive due to the condition of the returned sample. The inflation valve and about six inches of the catheter from the proximal end was returned in a plastic bag. The rest of the catheter including the bifurcation was missing. A 10 cc luer lock syringe was used to flush water through the valve. Water entered and exited the valve with no issues. A 10cc slip tip syringe was inserted into the inflation lumen of the returned part of the catheter. The balloon and deflated with no issues. Because only a portion of the catheter was returned, the reported event could not be unconfirmed. A potential root cause could be due to a "kinked lumen" or a "partially pinched lumen". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.